Event description:
At 4 months after primary surgery, the surgeon revised the patient knee for instability. He implanted a thicker liner successfully.

Manufacturer narrative:
Batch review performed on 17 november 2021: lot 1901326: (B)(4) items manufactured and released on 27-may-2019. Expiration date: 2024-05-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.